Event description:
An iskd lengthener was implanted in 2006 for distraction of a left femur. It was reported to the manufacturer that no lengthening occurred during the treatment so another surgery to remove the lengthener will be scheduled.